Event description:
The customer reported that there was oil mist coming from their sterrad 200. It was also reported that the customer experienced "burning eyes with the mist." The customer stated that she did not seek medical attention or require treatment. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Burning eyes, other, oil mist. Labeled. Capital equipment evaluated at customer site. The field engineer replaced the oil mist filter. The system was found to be operating to MFR specifications. This issue has been addressed with a customer letter related to correction & removal.